Event description:
It was reported that the leads were explanted due to high impedance and exit block. The leads were tangled up in the pocket due to twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.